Event description:
I had novasilk mesh by coloplast surgically placed for remedy of a prolapsed bladder. I have vaginal bleeding, infection, several abscesses, and problems with ambulation that started immediately after the surgery. I am reporting these things because I still have not completely remedied the problem that I originally sought treatment for. I am returning to the doctor again in order to get a solution to this medical issue. Two yrs have elapsed and I am still experiencing these discomforts. Please be aware of these problems and advise other potential pts/consumers about these issues. No only am I struggling with the urinary issues, I have now added painful ambulation to my complaints as a result of this surgery that was supposed to help. I had novasilk mesh implanted for total pelvic floor repair. I have experienced infections, pain, break through vaginal bleeding, abscesses and painful ambulation since the surgery. I am still experiencing these symptoms and am returning to the doctor to seek remedy. The wires used to attach the device to my body were not covered adequately due to low levels of hormones. This caused pain and discomfort.